Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown, however, it was reported the event took place in (B)(6) 2013. A review of all batch record documents was performed on potentially associated lot numbers gd893560 and gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 2 of 3. This is a report of peritonitis and rash in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient broke out in a rash. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient stated that the solution, which was initially clear, turned brown and turned white. The treatment rendered for the events was not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).